Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta device appeared deployed inside vessel. Footplate appeared to have snagged at bifurcation, causing an in-vessel deployment. Surgical repair/intervention necessary. Additional information on 30nov2022: during a tavr procedure, access was gained, utilizing micro puncture and ultrasound imaging, in the lower right femoral artery (rfa). There was no calcification in the vessel and minimal tortuosity bilaterally. There were reportedly some issues advancing and withdrawing the procedural sheaths. The measured depth for the manta was 4+1cm. Blood pressure was 107/48 and act was 365 prior to closure. 15000units of heparin and 50mg of protamine were administered intravenously during the procedure. Hemostasis was not achieved with the manta. Post deployment pulsatile bleeding from the site, as well as post deployment angiogram(s) showed occlusion of rt femoral artery below the manta site. Manta was explanted during surgical intervention.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team which indicates the radiopaque lock positioned at the bifurcation and causing interruption to flow. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 7.0mm, minimal bilateral tortuosity, and a depth measurement of 4.0cm + 1.0cm. Micro puncture and ultrasound were utilized to gain a lower positioned access. According to an angiogram photo submitted, the access was positioned at the bifurcation. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Issues were encountered advancing and withdrawing the procedural sheaths. The manta was deployed at the measured depth; however, the anchor appears to have caught onto the bifurcation, causing the collagen plug to completely deploy intraarterially. The patient was taken to the or for a surgical cut down and explant the manta device. Numerous causes for intraarterial deployment have been established. The exact cause for this intraarterial deployment is possibly due to the positioning of the access at the bifurcation which caused the anchor unable to seat properly against the vessel wall and allowing the collagen to deposit into the vessel. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
It was reported that: manta device appeared deployed inside vessel. Footplate appeared to have snagged at bifurcation, causing an in-vessel deployment. Surgical repair/intervention necessary. Additional information on 30nov2022: during a tavr procedure, access was gained, utilizing micro puncture and ultrasound imaging, in the lower right femoral artery (rfa). There was no calcification in the vessel and minimal tortuosity bilaterally. There were reportedly some issues advancing and withdrawing the procedural sheaths. The measured depth for the manta was 4+1cm. Blood pressure was 107/48 and act was 365 prior to closure. 15000units of heparin and 50mg of protamine were administered intravenously during the procedure. Hemostasis was not achieved with the manta. Post deployment pulsatile bleeding from the site, as well as post deployment angiogram(s) showed occlusion of rt femoral artery below the manta site. Manta was explanted during surgical intervention.